Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The following day, the same patient's sample was reanalyzed two additional times on the same access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system and recovered within the customer's normal reference range. An additional patient sample was collected and analyzed on the same system and recovered within the customer's normal reference range. The results were released out of the laboratory. There was a change in patient treatment as the patient was transferred to the cardiac care unit. The patient was discharged after the repeat results of the original patient's sample and a redraw patient sample recovered within the customer's normal reference range. No further information regarding the patient's treatment was available. Calibration, quality control (qc) and system check parameters met assay and system specifications. The sample was collected in a serum tube and centrifuged for ten (10) minutes at 3000g (g force) at 15-25 degrees centigrade. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The patient's weight was not supplied. All system and assay parameters were performing within specifications. Service was not dispatched for this event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.